Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal evolution was received for product evaluation. The header bag was returned along with the device. The returned device was removed from the header bag and subjected to visual analysis. There was a blood-like substance along the length of the evolution. No portion of the compaction tube could be seen exposed from the carrier tube assembly. There was a sharp bend in the hemostatic sheath. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was stiff. The gap between the upper and lower handles of the evolution measured 0.042". Neither the collagen nor the anchor were returned. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position and properly seated in the grooves of the lower handle. The drive gear was found properly seated. The suture could be seen tethered to the spool, but there were no turns of suture remaining on the spool. Approximately 2.929" of the rack was in the proximal position. Functional testing was then performed by rotating the drive gear counterclockwise to reverse the rack. Resistance was felt as the compaction tube was driven through the carrier tube assembly due to the sharp bend in the hemostatic sheath. The drive gear was then retracted and the compaction tube was unmated. The carrier tube assembly was removed from the gearbox assembly. The drive gear was again rotated and the rack advanced freely. No anomalies were noted with the gearbox assembly. IFU states "pull back on the device handle at the angle of the puncture tract, maintaining a steady uninterrupted motion." The sample could be confirmed for tamping mechanism issue when the rack and compaction tube were forced to pass through the sharply bent carrier tube assembly. The IFU clearly indicates that the device should be pulled back at the angle of the puncture tract. The bend increased the resistance experienced when the compaction tube and rack moved through the carrier tube assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did find one other report with the involved product code/lot# combination.

Event description:
The user facility reported that the tamper tube did not come out of the device to tamp the collagen down when the release button was pressed. The angioseal worked but the tamper tube did not function as it should. It was reported that patient was unharmed. It was reported that the blood loss was <250cc. It was reported that the procedure outcome was successful.